Event description:
In 2006, the lay patient contacted lifescan (lfs) alleging that his one touch ultra meter read inaccurately low. The medical affairs specialist (mas) listened to the recorded call to lfs to obtain additional information included below: the patient takes glucophage 1 pill in the am and evening. Three weeks before, the patient took his am dose of glucophage around 7:00am. He tested with the reported meter around 8:00am and obtained a result of 181 mg/dl while feeling dizzy and weak. He went to urgent care. A result of 308 mg/dl was obtained on the urgent care device 20 to 30 minutes later. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The patient was treated with an IV and given oral diabetes medication at the urgent care facility. The patient said his doctor changed his medication following his going to urgent care. The customer care advocate (cca) noted that the patient was unable to find the test strip lot number of expiration date on the test strip vial. A control solution test was not performed because the control solution was expired. The meter, test strips, and control solution were replaced. The complaint is reported because the lfs meter read inaccurately low compared to the urgent care device. The patient experienced symptoms that suggested hyperglycemia nd received oral diabetes medication and IV treatment.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.